Event description:
At 10 months after the primary surgery, the surgeon revised the glenosphere and liner due to instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 february 2022. Lot 1811033: (B)(4) items manufactured and released on 27-mar-2019. Expiration date: 2024-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot has been sold without any similar reported event. Additional component involved: reverse shoulder system 04.01.0118 humeral reverse hc liner ø32/+6mm (k170452) lot 173416: (B)(4) items manufactured and released on 27-june-2017. Expiration date: 2022-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.